Manufacturer narrative:
Block b3: exact date unknown, event occurred several weeks from date manufacturer was made aware.

Event description:
It was reported that the patient was hospitalized due to back pain.